Event description:
Surgery date was 2008, to remove another manufacturer's pedicle screw system at l3/4 (fused) and insert dynesys from l2 to s1. At l4 left side a 6.0x45mm screw was removed. A 6.4x50mm dynesys pedicle screw was inserted into the same screw hole at l4. During insertion the distal end of the pedicle screw driver fractured. Pt reported to have very hard bone. The fractured piece was removed from the wound and disposed of at the hosp. The second pedicle screw driver available in the instrument tray was used to successfully implant the remaining screws. No pt injury was reported.

Manufacturer narrative:
Eval - no device history record discrepancies. Instrument was mfg to all applicable specs and requirements.